Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former labeled as 8522 with an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? No - it has been reported that the time interval between the "expiration date" and "production date" on the product packaging does not correspond to a full month. However, the attached images indicate that the difference between the manufactured date (5/17/2022) and the expiration date (4/30/2027) is approximately 58 months. Do you have any additional photos that demonstrate the reported issue, which could be used for further visual analysis? No additional photos, the manufactured date is may-17, but expiration date is april-30, the customer's question is the time interval between them is 4 years 11 months and 9 days, but not the exact 5 years.

Event description:
It was reported that a patient underwent a inguinal hernia repair procedure on (B)(6) 2025 and suture was used. During the procedure, the patient underwent tension free repair of left inguinal hernia surgery at 10:10. When the doctor was suturing the patient's skin, the problem of pulling off suture needle happened. Doctor immediately reported to the mobile nurse, and the nurse immediately re opened new suture for the doctor to suture. The process went smoothly. The time interval between the "expiration date" and "production date" on the product packaging is not a whole month. No adverse patient consequences were reported. Additional information was requested.